Event description:
It was reported that during a da vinci assisted surgical procedure, non-recoverable fault 319 occurred after draping the system. Another vision side cart (vsc) was used to proceed with the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed using a vsc from another xi system with a 20-30 minute delay. Anesthesia was administered prior to the issue being identified. The customer did troubleshoot; according to the live log, the system had a communication issue between endoscope controller (ec) and video processor (vp).

Manufacturer narrative:
Based on the claim against the product by the customer noting that a non-recoverable fault 319 occurred after draping the system, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to investigate the reported event further. Based on the field evaluation, this reported event was confirmed. The fse replaced the video processor (vp) and endoscope controller (ec) to resolve the issue. The ec unit involved with this complaint has been returned for evaluation. Failure analysis confirmed the reported issue, but could not replicate it. When reviewing the error logs, there were error 319 means node configured to be present did not respond during system starting up with p1= 12 point to dcib and 129,136 point to ecpd. The ec was installed with a pca test system which launched in maintenance mode to program software. System started up with no errors and the image quality was confirmed to be clear, crisp and free of noise with correct coloration on both right and left side. All endoscope functionalities were operational and fans were spinning as expected. Booted up system in normal mode and let it idle for 10 minutes. Power cycled system 10 times, leave it overnight, no issue occurs after extensive use. The vp unit involved with this complaint has been returned for evaluation. Customer reported: non recoverable fault 319 related to the vsc. The pca technician was able to replicate the reported failure by using the ec and the vp sent back by customer. Both units were inserted into the system for functional test. During system booting process, system has an error 319. However, the vp was tested with the known good system the error could not be replicated. The test consists of 30 power cycles and let idle for 14.5 hours. When the technician opens the cover of the unit found that the unit is contaminated with green debris and particles. This complaint is being reported based on the following conclusion: the customer used another vision side cart after the start of the procedure due to non-recoverable fault. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.